Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely calcified, moderately tortuous lesion exhibiting 90% stenosis in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. It was reported that the stent deformation occurred in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the device returned with the sheath and stylette loaded. Sheath and stylette were removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.